Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500 , model: sc-2218-50, serial: (B)(6), batch: 21361090. Product family: sc-infinion lead, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17490454.

Event description:
It was reported that the patient experienced pain on both implant sites. It was also noted that the patients ipg was not holding a charge. In addition, the lead had high impedances and experienced inadequate stimulation as a result. The patient underwent ipg and lead replacement procedure and was doing well postoperatively. All explanted device components were discarded by the facility.